Event description:
Follow up identified the patient had the ipg explanted and replaced. Stimulation therapy coverage was reportedly restored postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not charged her scs ipg in over a month. Reportedly, a sjm representative met with the patient and confirmed the ipg no longer communicates with any external devices and was confirmed inoperable. The patient has requested to have her scs system replaced.